Event description:
Procedure type: unk. According to the reporter: the client is reporting that the staples did not hold. A re-operation of the pt was performed. No further info could be obtained from the initial reporter.